Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was in the hosp due to diabetic ketoacidosis. It was later reported that the pt was still in the ER and needed to have the pump turned down. The pump had been placed "a few days" before the event. The drug used in the pump at the time of the event was morphine. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.